Event description:
A pt ((B)(6)) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2011 the pt was injected with 3.5 ml of coaptite, lot 1026790. On (B)(6) 2012 a ua was performed and the pt was diagnosed with a urinary tract infection (uti). On (B)(6) 2012 the pt was prescribed bactrim ds 800/160 bid x 5 days. By on (B)(6) 2012 the uti had resolved. Per the physician the uti was mild in severity and probably not related to the coaptite. On (B)(6) 2012 a ua was performed and the pt was diagnosed with a urinary tract infection (uti). On (B)(6) 2012 the pt was prescribed macrobid 100 mg bid x 10 days. By (B)(6) 2012 the uti had resolved. Per the physician the uti was mild in severity and probably not related to the coaptite.

Manufacturer narrative:
(B)(4). At the time of this report the utis had resolved. The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities.